Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. There has since been a design change to improve the resistance of the power switch.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. When powered on, the 2 led's of cavity mode on the front panel were both lit. In addition, when the cavity mode button was pressed, the led's of the pressure and flow rate indicators lit up randomly. The cause of the reported problem was isolated to a faulty printed circuit board of the front panel.

Event description:
A user facility reported to olympus that the "cavity mode" setting was not working and the led lights were both lit. There was no patient injury or harm, associated with the problem, reported to olympus.